Event description:
Anastomotic ring placed during colon resection 5/26/94. (The device is normally designed to be eliminated by body transrectum - approximately 18 days post surgery.)ring migrated, caused patient discomfort on day number 12.endoscopic removal from rectum performed 6/9/94. Patient tolerated procedure.